Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01476. It was reported the patient's lead was cut during a previous surgery (reference 1627487-2014-05434.) The patient did not charge the ipg as recommended and it was no longer communicating with the external devices. The physician explanted and replaced the ipg and lead with different models. Follow-up revealed the patient's issues were resolved and the patient receives effective therapy.